Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post open heart surgery procedure during device check; it was observed that the right atrial lead exhibited loss of capture due to lead dislodgement. On (B)(6) 2017 during lead revision procedure, fluoroscopy revealed that the right ventricular lead was also dislodged. The leads were capped and replaced. The patient¿s condition was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted the leads were explanted on (B)(6) 2017 not capped as previously reported.